Manufacturer narrative:
No additional patient information has been provided by the customer. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device gave an incorrect shock advisory during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device gave an incorrect shock advisory during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.